Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported the customer has received multiple intermittent occlusion alarms since january. Troubleshooting with tandem technical support for the occlusions could not be performed as the customer had already discarded the supplies prior to the call. Customer reported blood glucose (bg) level was 300-400 (mg/dl). Insulin pens and correction boluses were delivered to address bg levels.